Event description:
Pt diagnosed with breast cancer, readmitted for relapsed acute myeloid leukemia for reinduction chemotherapy, developed an infection from neostar catheter. It was resolved by the time of discharge.